Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle precision neo meter were reviewed and the dhrs showed the freestyle precision neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc meter was not working and because of this, he/she could not monitor glucose levels. As a result, customer experienced symptoms described as dizziness, a loss of equilibrium, and a loss of consciousness. No third-party treatment was reported. There was no report of death or permanent injury associated with this event.